Manufacturer narrative:
The service technician on site determined that the ps500 battery set was being found out of specification and could not hold the required charge. A further investigation of the total battery operating time and posted alarms was not possible since the log file was not available for evaluation. If the battery is discharged and the mains supply is missing, the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A voluntary recall has been initiated regarding this topic and has already been reported to the FDA. The customer has been informed via safety notice and the affected device is currently being updated with the final technical solution.

Event description:
The customer reported that the ventilator workstation shut down while in use on patient during transport. The workstation audibly alarmed at shutdown. At or about the time of the shutdown, the battery charge status indicator indicated a full charge. No patient harm.